Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were stick a lot on the insulin pump. Customer stated that the insulin pump screen moves very slow. Customer stated that they received unexplained no delivery alarm and they feel chipping when they unscrews the reservoir. Customer stated that they receives lost sensor and calibration errors. No harm requiring medical intervention was reported. The device will not be returned for analysis.